Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found dislodged a few weeks after it was first implanted. As result, the lead was explanted and a new rv lead was placed. No additional adverse patient effects were reported.